Manufacturer narrative:
(B)(4). Product not yet returned. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/13/2014).

Event description:
Consumer complaint of high blood results. Customer states that his expected blood glucose readings in the morning is around 110mg/dl and in the evening, it's expected to be around 140mg/dl. Back to back blood test results were 328mg/dl and 309mg/dl. Customer stated that his last meal was 45 minutes ago. The last six results of the meters memory: (B)(6) 2014 at 09:37am-185mg/dl; (B)(6) 2014 at 07:01pm- 297mg/dl; (B)(6) 2014 at 09:09am- 73mg/dl; (B)(6) 2014 at 06:19pm- 294mg/dl; (B)(6) 2014 at 8:26am- 156mg/dl; (B)(6) 2014 at 07:16pm- 229mg/dl. Based on parkes error grid analysis, the bias between the highest result given (297) and the normal result (140) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer states that his expected blood glucose readings in the morning is around 110mg/dl and in the evening, it's expected to be around 140mg/dl. Back to back blood test results were 328mg/dl and 309mg/dl. Customer stated that his last meal was 45 minutes ago. The last six results of the meters memory: (B)(6). Based on parkes error grid analysis, the bias between the highest result given (297) and the normal result (140) is located in zone c. No adverse event reported.